Manufacturer narrative:
Date of event : approximated based on the date the manufacturer became aware of the event. Imdrf device code a050702 captures the reportable event of polyp cutting issue.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during a colonoscopy with polypectomy procedure performed on an unknown date. During the procedure, the snare does not cut. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.